Manufacturer narrative:
By checking the DHR of the lot #1702527, no pre-existing anomaly was detected on the overall components manufactured. This is the first and only complaint received on this lot #. Limacorporate will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery of smr system performed on (B)(6) 2020. According to the information reported, liner for metal back glenoid (code and lot# are unknown) displaced causing the humeral head to rub up against rim of metal back. The metal back (smr metal-back glenoid small r - code 1375.21.005 - lot #1702527) was worn and metal pieces from the baseplate were broken off in the patient. The liner peg was also broken into quarters within the peg of the baseplate. Patient had primary surgery 1.5 years ago and overtime the liner displaced, moving down. The surgeon revised the failed implants and replaced them with new ones - including a tt peg on the baseplate. Code and lot# of the liner are unknown. Event occurred in us.

Event description:
Revision surgery of smr system performed on (B)(6) 2020. According to the information reported, liner for metal back glenoid displaced causing the humeral head to rub up against rim of metal back. The metal back (smr metal-back glenoid small r, part code 1375.21.005, lot number: 1702527) was worn and metal pieces from the baseplate were broken off in the patient. The liner peg was also broken into quarters within the peg of the baseplate. Patient had the primary surgery on (B)(6) 2018, and overtime the liner displaced, moving down. The surgeon revised the failed implants and replaced them with new ones, including a tt peg on the baseplate. The patient is a female, date of birth on (B)(6) 1959. Event occurred in the united states.

Manufacturer narrative:
Investigation: by checking the DHR of the lot number: 1702527, no pre-existing anomaly was detected on the overall components manufactured. According to our records, at least 68 out of 70 items belonging to the lot number: 1702527 and sterilization 1700144 have been implanted and this is the first and only complaint received on this lot number. The smr metal-back glenoid involved has been returned for further analysis. The dimensional check did not highlight any non-conformity of the measurements. The complaint source shared the pre-revision surgery x-rays (no exact date known), and these have been analysed by a medical expert, who stated that: "the pre-revision radiographs show a high riding humerus in the frontal plane. This seems mainly due to be the result of a stem that is not inserted deep enough in the diaphysis of the humerus resulting in a too much superior position of the humeral head in relation to the tuberosity. This then leads to eccentrical (superior) load to the liner and the well-described rocking horse-phenomenon. In conclusion surgical errors seem to be the reason for revision and not implant-related issues." Therefore, considering that: by checking the DHR of the lot number: 1702527, no pre-existing anomaly was detected on the overall components manufactured. According to the medical expert's assessment, surgical errors seem to be the reason for revision and not implant-related issues. We can conclude that the event is not product related. Pms data: according to limacorporate pms data, revision rate of smr metal-back glenoid belonging to the family codes 1375.20.xxx/1375.21.xxx, due to loosening is around 0.04% based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.